Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose level was impacted and the customer was hospitalized on (B)(6) 2015 for diabetic ketoacidosis. The customer was treated with an intravenous insulin drip. The customer changed the infusion tubing and site. The customer resumed use of the pump. As the supplies had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. The customer was discharged on (B)(6) 2015 with no permanent damage. The healthcare provider changed the settings on the pump as the customer was not receiving enough insulin throughout the day. The customer was doing well.